Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited a downstream occlusion seal bubbled, lens scratched, and failed volume test. Measured 21.63ml. Discovered during testing and no adverse patient effects were reported by the customer.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the tamper seal to be missing, bubbled dso seal, scratched lens, cracked battery compartment, worn uso seal, and a worn power button. Functional testing was conducted. Upon review, the reported problems were confirmed and duplicated. It was determined that the dso and the expulsor were the root cause. The dso and expulsor assembly were replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period. D3, g1,g2 email is:(B)(6), b3: unknown.